Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic for follow when post paced t wave oversensing was observed. The device was reprogrammed. The patient was asymptomatic.